Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. While on support, there were persistent suction alarms. The staff attempted to rule out the position by repositioning under transesophageal echocardiogram (tee). Due to tortuous aorta, the impella would jump back or advance significantly. The inlet was further away from the mitral valve leaflets. Apical 3 & 4 showed the impella inlet was not mid-ventricular. The physician torqued and pulled back the device. The tee showed a stable position, which was free of structures. The device was unable to go above p6. The device dived deeper, which was causing suction. The patient continued on support until the device was successfully weaned.